Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a falsely depressed enzymatic creatinine result obtained on an atellica ch 930. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecre_2) patient result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930. The repeat result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine (ecre_2) patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00275 on 10nov2021. Additional information (15dec2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. Siemens could not determine if there were reagent delivery or foaming issues without the photometer data. It was confirmed that there were process errors for "sample not aspirated", "sample not detected", "sample abnormal aspiration", and "sample clog detected". Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out as potential cause of the event. The instrument is performing according to specifications. No further evaluation of this device is required.